Event description:
Customer reported getting low readings from their freestyle meter. While on the phone, precision tests were performed with the freestyle meter and results were 142 mg/dl and 99 mg/dl. Freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.